Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed and was finally changed to compression hemostasis. There was no reported patient injury. The patient was reported to have carotid artery stenosis and was reported to have surgery for lower extremity arterial stenosis. The operator experimented in vitro, and it required a lot of force to press the plug deployment button. The procedure was performed with a retrograde puncture from the right femoral artery using a short non-cordis sheath. Postoperatively, the 7f exoseal was used for blocking hemostasis, and when the instrument was slowly retracted at an angle of approximately 60° degrees, the blood return indicator pulsatile blood flow stopped, and then the blocker was slowly withdrawn approximately at 1 cm, but the blocker indicator window had changed color. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. It was not certain if excess force was needed to fully depress the button, as it was not depressed. The operator had several years of experience using the exoseal. The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed and was finally changed to compression hemostasis. There was no reported patient injury. The patient was reported to have carotid artery stenosis and was reported to have surgery for lower extremity arterial stenosis. The operator experimented in vitro, and it required a lot of force to press the plug deployment button. The procedure was performed with a retrograde puncture from the right femoral artery using a short non-cordis sheath. Postoperatively, the 7f exoseal was used for blocking hemostasis, and when the instrument was slowly retracted at an angle of approximately 60° degrees, the blood return indicator pulsatile blood flow stopped, and then the blocker was slowly withdrawn approximately at 1 cm, but the blocker indicator window had changed color. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. It was not certain if excess force was needed to fully depress the button, as it was not depressed. The operator had several years of experience using the exoseal. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in a depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was observed in the black/white/red position. During this visual analysis, no additional anomalies were noted. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was performed to assess the internal mechanism of the returned device. During this analysis, no abnormal conditions were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as it was received fully deployed and there were no anomalies of the internal mechanism noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. Stenosis at the site was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. It was also reported that the device was at an angle of about 60 degrees. The IFU instructs to advance the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.